Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
The head nurse has reported to the sales rep that the targeting device was unstable and the operation team noticed that the device was broken/cracked. The operation procedure took longer time otherwise there were no other consequence for the pt.